Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The subject device was not returned from the facility. The cause of the phenomenon was attributed to the scope having water inside and not the subject device (cv-190) based on the additional information provided. Additionally, the olympus technician has clarified the information reported initially and confirmed that there was only one endoscope of 180 series affected, not two. The problem occurred with a gif-h180 (serial no. (B)(6)). The technician confirmed that this endoscope had water inside, which is a very common failure. The cv-190 is working fine, there are no problem with it. Olympus will continue to monitor field performance for this issue.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center image freezes with the endoscope 180. The event occurred prior to a gastroscopy procedure. The customer exchanged to a 190 endoscope and the procedure was successfully completed. After the procedure, the customer tested a different 180 endoscope however, the issue persisted. There was no patient involvement, no harm or user injury reported due to the event.